Event description:
It was reported by the customer that "unknown/needs repair". There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced broken upper hinge door, damaged bottom rear case, broken air-in-line sensor (right side), corroded right/left iui and bezel assembly. Lvp(large volume pump) bezel post recall action completed. Functional testing confirmed that sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations resolved the issue. Based on the findings, service determined that the reported issue was due to the wear of the hinge door assembly. Device history record a review of the device history record showed the device had a manufacture date of 07mar2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that "unknown/needs repair". There was no additional information provided and no patient involvement.